Event description:
Reportedly on (B)(6) 2011, the physician observed a warning message (allegedly related to an eps shock dated (B)(6) 2009, i.e. The day of the implantation) stating that the delivered energy of last shock was 0.0j. Reportedly, no vf induction was performed during implantation and the patient never received a shock. An explantation was requested.

Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.